Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye in a secondary procedure due to unexpected post operative refraction. No further information was provided.

Manufacturer narrative:
A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The manufacturing record review was performed. No non-conformances or assignable cause were identified. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.